Event description:
Upon inspection at 0600, in 2007, small hole was noted in bd PICC line below the heart-shaped -below the oval & "v" - plastic anchor. The catheter was removed intact and neonatologist was notified.